Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the laparoscope (gynecologic), white balance was no longer possible and that the image on the monitor could only be used with the green tint. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the issue was found during a therapeutic flexible endoscopy procedure that was completed with a similar device.